Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. These included clinical event, visual & functional testing and manufacturing record review. Thorough external visual inspection of the battery revealed no signs of physical damage, contamination or loose parts inside of the device. Review of manufacturing record confirmed that the batteries met all requirements for release. Functional testing on one of the two batteries returned revealed a defective cell pair capable of reaching an under voltage condition that is likely the cause of the reported premature power port changes described. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.

Event description:
This event involved a patient who experienced a change of power source in the controller earlier than expected 2 years and 6 months after heartware lvad implantation. The batteries were removed from the patient and new batteries were supplied. There were no injures associated with this event.